Manufacturer narrative:
The navio handpiece, used in treatment, displayed error, burr would not retract and had a broken black hard stop from snap lock, during a procedure on (B)(6) 2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken and this would prevent the handpiece from being able to retract properly and therefore cause an error. The root cause of this issue was found to be mechanical component failure.

Event description:
It was reported that during a surgical procedure, the handpiece error appeared, burr would not retract, on inspection black hard stop was broke from snaplock and will need to be replaced. The handpiece was replaced to continue with the case. No surgical delay or patient injury reported.